Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the images of subject device displayed on monitor are too dark or too bright. The issue occurred during sedation (device inside patient) for diagnostic esophagogastroduodenoscopy procedure, which was completed with the same device. There were no reports of patient harm.